Event description:
It was reported that during a cystectomy, the surgeon noticed that half of the active blade was missing. It had broken off somewhere. At the end of the case, the patient was x-rayed and the blade was not found inside the patient. No patient consequence. Case completed with another device of the same product code.